Manufacturer narrative:
Concomitant medical products: product type: catheter. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. She had morphine, baclofen and bupivacaine in her pump at the time this event first started (dose/concentration at time of event asked/unk). Currently the dose/concentration of the medication in her pump is "1.0 morphine, 30.0 bupivacaine and 150.0 baclofen.¿ the patient called for healthcare professional (hcp) listings. The patient stated, "went through hell with my pump." The patient further clarified that she was in a car accident in (B)(6) 2014 and following the car accident her "body rejected the pump.¿ what she means by this is that her catheter got kinked from the car accident and she got a new catheter and didn't realize that the new catheter had silicone in it and the old one didn't so the patient had to get that catheter replaced with a catheter with no silicone. She had a total of 4 "catheter revisions" due to this issue and stated this all started in (B)(6) 2014. The symptoms she experienced from the catheter with silicone were that the "whole right side of my body was going numb" and that "every 3 months it felt like electrical jolts going through me" and her "leg would drag like crazy." These symptoms were all related to the event noted above. There were no further complications reported/anticipated.